Manufacturer narrative:
The investigation for the reported stroke and limb ischemia has been completed. The impella device was not returned for evaluation. Clinical details states that the patient developed left sided weakness and a stroke alert was called and neurology ordered a computed tomography (CT) scan of the head which revealed a meningioma as well as some infarct sites. The cause of the stroke/ cerebral vascular accident (cva) most likely was patient condition related with unknown relation to impella. Additionally, distal limb ischemia was able to doppler pt and popliteal pulses on both legs in absence of pedals. Ischemia resolved naturally. The cause of the limb ischemia was patient condition related since patient was put back on pressors and ischemia occurred to both legs.

Event description:
The user facility reported a 73-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient experienced profound hypotension and dark red urine with a lactate of 8. The patient was brought to the cath lab and underwent pericardiocentesis with drain alongside a 6/35 reperfusion sheath on left femoral artery. With 500 ml of blood drained, the patient instantly gained pulsatility back decreasing pressor requirements while increasing support to p-9. Overnight, the patient experienced hypotension requiring pressor to be put back on despite full support and fluid resuscitation. A head CT also displays an acute but stable right parietal lobe bleed thus systemic heparin and anti-platelet therapies were ceased. The patient was still able to follow commands during sedation. Vascular at bedside consulted for distal limb ischemia were able to doppler pt and popliteal pulses on both legs in absence of pedals. Dark red urine was noted in foley positioning, reexamined with labs were done to monitor this condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿